Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a tape on the white power cable near the insertion site to the controller because the white cable was cracked.

Manufacturer narrative:
Section d6a: implant date inadvertently reported in initial report and is not applicable for this device manufacturer's investigation conclusion: the reported event of tape around the white power cable of the system controller was able to be confirmed. The heartmate ii system controller (serial number: (B)(6)) was returned for analysis and evaluated (MFR: 2916596-2022-12903) .this event was opened to address the unreported event of damaged power cables that was stated under MFR: 2916596-2022-12903. Upon visual inspection, the white power cable was seen to have white tape around the white power cable. The tape was removed and no damage to the internal layers was found. Additional information stated that the white power cable was damaged and the controller was put into use on 21jun2017. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6) ) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 16dec2016. Heartmate ii instructions for use section 2 entitled ¿system operations¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use section 2 entitled ¿system operations¿ and heartmate ii patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.